Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the patient was intubated, the inspection revealed that the white balloon could not be opened, delaying the treatment time of the patient.